Manufacturer narrative:
G4: 05mar2020 b4: (B)(6)2020. The customer did not respond to requests for additional information. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16jan2020. B4: (B)(6). The service technician replaced the power management board to resolve the reported issue of unit will not power off . The device is pending evaluation for the dim display and 24v failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
The customer reported the unit will not power off and units display is dim. The customer also reported in the pneumatics screen the 24 volt was only reading and error codes for backup alarm failure, auxiliary alarm supply failure, and blower stall. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.